Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after receiving shocks. An interrogation showed 13 high-voltage therapies were delivered for episodes detected in the ventricular fibrillation (vf) zone, an episode of device-classified t-wave oversensing (twos) was recorded, and a lead integrity alert (lia) was triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic). Review of the treated episodes showed the right ventricular (rv) lead exhibited oversensing, which appeared to result in inappropriate high-voltage therapy being delivered. Further review of the treated episodes showed the first high-voltage therapy was delivered with the full programmed high-voltage energy, however the 12 subsequent high-voltage therapies were delivered with less than the programmed high-voltage energy. Review of historical device data and the episode data noted that high-voltage impedance during the reduced energy shocks was high out of range (oor), and review of lead impedance trends showed variations in rv coil impedance measurements, indicating the reduced-energy shocks were related to a possible lead integrity issue. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead had a high-voltage fracture and exhibited a spike in rv coil impedance to high out of range (oor) values. Tachyarrhythmia therapies were programmed off, and the patient was provided a wearable cardioverter defibrillator until the rv lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned analyzed, and no anomalies were found. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.